Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6).

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked during use. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.